Manufacturer narrative:
During quality investigation, no problems were noted; the device performed according to specifications. The device was cleaned, lubed, adjusted and returned to the customer.

Event description:
A stryker reciprocating saw was sent in for repair due to overheating during testing. There was no patient involvement; no adverse event was associated with the device.